Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer did not find a blockage at the time of the alarm. A supply change was performed and insulin deliveries were successfully resumed. Blood glucose level was not impacted.